Event description:
The new masimo rd set o2 probes are constantly having the protective covering to the wire come undone and expose the wires requiring more frequent changes of the whole o2 saturation probe rather than just the sticker. We changed o2 saturation monitors vendors within the past few months. Since the change, registered nurses (rns) are noticing more of an issue with wire exposure and integrity, more frequent changing of the entire cord due to this and issues with the o2 sat probes not picking up at times compared to the previous brand we used and requiring a change even if the cord is intact. Some of the new massimo probes have exposed wires where the probe meets the main connecting wire. Not sure if this is a design flow or manufacturing/lot issue. Met with the masimo representative who stated since the product change, the manufacturing of these probes has changed, and thus, this issue may come up. However, since we do not have supply issues, the presentative recommended that when we see wires becoming exposed, to replace it with a new saturation probe. The wires being exposed is not an immediate danger to the infants per the representative, rather more of a concern if the saturations are not picking up appropriately. At this time, sat probes are not being refurbished, and should just be discarded and replaced when wires become exposed. There was no patient harm in this event.